Event description:
User alleges after being set up in the or to warm a clear fluid for intravenous infusion to a pt, a noticeable amount of clear fluid was seen overflowing from the hl-90 water tank and the fluid warmer set up to the pt was terminated immediately. No adverse effect to the pt.